Manufacturer narrative:
The field service engineer (fse) found a kinked procell line. The fse replaced and reseated the procell line. Qc was acceptable; however, the instrument check failed. Preventive maintenance was performed. Mechanical checks passed. The instrument was operating within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was in range prior to the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for one patient sample tested with elecsys dhea-s assay on a cobas e 801 analytical unit. Initial result: 630 ug/dl. The qc went out of range, prompting the repeat of the samples. Repeat result: 417 ug/dl (it is unclear if this result was from the same or a different e 801). The repeat result was deemed to be correct.